Manufacturer narrative:
Per data log analysis, on (B)(6) 2019 something was causing 24v to be low which impacted multiple pumps and modules. At boot up the ccm would have displayed a red bar across the main screen with module/pump fail messages. This is most likely the erratic central control monitor (ccm) behavior the customer was referring to. This would also cause '?' And/or a red 'x' to appear on the impacted modules/pumps, and alarm tones to sound. After further investigation, it was found that multiple complaints were reported as different symptoms of the same issue. The investigation of these symptoms will be combined and captured on (B)(4) / medwatch #1828100-2019-00395.

Manufacturer narrative:
The field service representative (fsr) went onsite, retrieved the logs and sent it to the manufacturer. He completed all the performance release and verification testing per procedure. The unit operated within manufacturer's specification.

Manufacturer narrative:
This complaint is related to (B)(4)/ medwatch #1828100-2019-00392.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) had erratic behavior while booting up. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.